Event description:
IV pump kept alarming "air in line." Ear channel changed, brain restarted, still alarmed. New primary tubing set obtained and fixed problem. IV administration set ID# (B)(4). Filter 0.2um ID # (B)(4).